Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 600 mg/dl with a ketone level identified as dangerous (diabetic ketoacidosis). Subsequently, the customer was hospitalized. The customer alleged that the pump was not delivering insulin properly. System check could not be performed as the issue occurred in the past; however, customer was using admelog insulin. The customer was informed of insulin labeling. Bg was treated with intravenous insulin and fluids. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. The customer successfully loaded new supplies and reported that the pump was functioning properly.